Event description:
Patient was undergoing a robotic assisted subxiphoid hernia repair. The surgeon reported that the monopolar scissors was not working, and she needed a new one. A new robotic arm with the disposable scissor tip was brought to the operating room and prepped. The scrub tech noticed right away when she removed the outer safety package that the tip was not aligned correctly, there was a 2-3mm gap of exposed cautery that could have burned the patient internally. Surgeon was notified of issue and offered a new arm and new disposable tip, she declined and verified the case could be completed without it, but she was disappointed with the quality of davinci's monopolar scissors tips because lately she has had several that do not work properly.